Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that after firing the er320, the clip doesn't hold properly and its actually changing direction. Also the shape of the clip is different. A er320 device was used to complete the case. There was no consequence to the pt.